Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes. The patient was brought into clinic for interrogation. No new nsrvo epsiodes were noted. No noise was noted during isometric movements. No interventions were made. The patient was stable and will continue to be monitored.